Event description:
It was reported that the patient went to the distributor in early 2009 concerning his tempo+ speech processor as it seemed to not be working. However, after repair, the patient was still not able to hear with his device. Exchange of complete system did not solve the problem. According to the patient's family, the child did not have any head trauma. Testing was carried out which confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.